Event description:
It was reported that during equipment set up at the user facility, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon manufacturer field inspection, the device was found to be bent and broken on the foot. The device stayed at the user facility after inspection.

Event description:
It was reported that during equipment set up at the user facility, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was further identified during field inspection that the maestro duraguard foot was also broken. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.